Event description:
It was reported that during a right colon resection procedure when the surgeon was closing on the gap scale setting, the rotating knob was not moving forward to the line for the closed staple height. The surgeon thought that moving the safety lever would set the closed staple height; the trigger was advanced and the staples were released before the surgeon wanted to fire the device. The case was completed with another device of a different product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the staples that were released before the surgeon wanted to fire, did they deploy onto the tissue or were they lose in the patient? The staples were deployed and lose prior to stapling the colon. The analysis results showed that the tl90 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4).